Manufacturer narrative:
This correction is to include concomitant medical productthis correction is to include over-sensing device code..

Event description:
It was reported that prior to device change out for normal eri atrial lead noise and low atrial lead impedance were observed. Lead damage was suspected. In addition rv oversensing was also noted. The lead appeared fine under fluoroscopy imaging. The device change out proceeded as planned and it was decided not no replace the leads. The patient condition was stable.